Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This event occurred during use with patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of the homechoice device used with the reported cassette, it was revealed that the previously reported event was a system error 2240 alarm that occured prior to the cascading system error 2367 alarm. Should additional relevant information become available, a supplemental report will be submitted.